Event description:
Boston scientific crm received information that the pt implanted with this pace/sense lead noted not feeling well. They noted not feeling well in the past when they had a dislodged lead. The patient was concerned that their latitude communicator might not be reporting a problem they might be having with their lead. Technical services (ts) discussed that the information and the reporting interval for latitude is prescribed by the physician, and recommended several times to the patient to contact their physician about the symptoms they were experiencing. All available information indicates that the lead and the latitude system remain in service. Boston scientific did not make the event date available.